Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). After a 2.50 x 38 mm promus elite was deployed and post-dilated, a flow-limiting, distal stent edge dissection was observed. The dissection was covered with another 2.25 x 16 mm promus elite stent and the procedure was completed. The patient remained stable and fully recovered. It was further reported that stenosis was 90% stenosis with a moderately tortuous and severely calcified lad. The lesion was pre dilated with a 2.00 x 12 mm semi-compliant balloon. The stent was fully deployed at 11 atmospheres and post-dilated with a 2.50 x 15 mm non-compliant balloon. The physician believed post dilatation caused the dissection.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). After a 2.50 x 38 mm promus elite was deployed and post-dilated, a flow-limiting, distal stent edge dissection was observed. The dissection was covered with another 2.25 x 16 mm promus elite stent and the procedure was completed. The patient remained stable and fully recovered.

Manufacturer narrative:
B5 - describe event or problem updated.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). After a 2.50 x 38 mm promus elite was deployed and post-dilated, a flow-limiting, distal stent edge dissection was observed. The dissection was covered with another 2.25 x 16 mm promus elite stent and the procedure was completed. The patient remained stable and fully recovered. It was further reported that stenosis was 90% stenosis with a moderately tortuous and severely calcified lad. The lesion was pre-dilated with a 2.00 x 12 mm semi-compliant balloon. The stent was fully deployed at 11 atmospheres and post-dilated with a 2.50 x 15 mm non-compliant balloon. The physician believed post dilatation caused the dissection.